Manufacturer narrative:
Unknown as lot number was not provided by reporter. Evaluation: no product was returned; however photos were emailed that show the hub has separated due to an overly sized flare. We are aware of this matter and have initiated the necessary corrective action in an effort to prevent this complaint from recurring. The appropriate personnel have been notified regarding this event. End.

Event description:
A male patient was taken to surgery for plasty procedure not related to the chest. After aspiration occurred a chest tube was placed, after about 2 hours the chest tube separated at the site. Patient was vigorously resuscitated. The tube was not pulled out but taped to secure placement and stability in the pleural cavity. Patient is stable.